Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as the patient had difficulty in adapting to the lens and complained of not being able to read in low light, needing a lot of light to read. The patient could not see well even when outside and had a lot of visual distortions, halos and glare. Surgeon had waited and had encouraged the patient that he would adapt but, the patient still was doing poorly and unsatisfied even after 4 months. It was indicated that sutures were used during the explant, however neither incision enlargement nor vitrectomy was required. There was no delay in procedure reported and no medication prescribed. Visual acuity (va) before surgery : 20/20; va post surgery : 20/30 -2. No other information was provided.

Manufacturer narrative:
Pt info: unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is between 5/18/2022 and 9/26/2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.